Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt began treatment with dianeal pd4 ambuflex and extraneal viaflex therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the pt experienced a break in aseptic technique further described as touch contamination (details not provided). Subsequently the pt experienced peritonitis and was hospitalized for the event the same day. On the same date, the pt began treatment for the peritonitis with vancomycin (1.5 gm, every 5days for one month) ip. Concomitant therapy was not reported. Five days later, the pt was discharged from the hospital. At the time of this report, the pt was recovering from the peritonitis and dianeal and extraneal therapies were ongoing.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.